Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin 10 mg/ml (unknown dose) via an implantable infusion pump. It was reported that during a refill appointment for the patient on (B)(6) 2014, upon removal of the remodulin from the pump reservoir, after the initial flow of medication there was a noticeable increase in the amount of foaming of the remaining drug. The hcp felt it was out of proportion to the fine bubbles that were usually present when ensuring that the pump reservoir had been emptied in its entirety. The hcp did not feel that it was a malfunction. There were no adverse events filed as a result of the observation and no actions were taken.